Event description:
Device involved was an intuitive surgical davinci monopolar tip cover insulator accessory. During robotic laparoscopic total hysterectomy, surgeon noted arcing coming from the robotic scissor tip cover from tip to the uterus; instrument removed and scissor tip cover replaced with new one; item returned to supervisor for evaluation by company. Procedure resumed with no further incident. Tip insulator part # 400180 that was used during the procedure was sent back to manufacturer for evaluation.